Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, a no disposable, clamp tubing alarm went off and then a no disposable, pump will not run alarm followed. The patient reattached the cassette, but the alarm persisted. The patient then changed the pump to another one, but a high pressure alarm sounded. The patient further changed the cassette to another one and after that the alarm was settled. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additionally reported: during the pre-use check, the cassette came off, no cassette alarm occurred. Even if you remove it, it will not be resolved. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that all labels were intact and there was no physical damage found on the device upon receipt. Error codes for continuous high pressure alarm and confirmation of no disposable attached were found in the device event history log. Results: the reported event was not reproducible during the investigation, so the customer reported issue was not confirmed. Root cause for the reported event is unknown and could not be determined as the reported issue was not confirmed. The downstream occlusion sensor was replaced, and the upstream sensor was recalibrated. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6500.